Manufacturer narrative:
UDI information is unknown. No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. It was found there was a tear in the breathing bag. The root cause was unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that immediately after opening the package, the customer noticed the anesthesia bag was damaged. No patient injury was reported.